Manufacturer narrative:
During follow up, the customer¿s contact indicated that bg levels had dropped back down to 150s mg/dl. Contact also indicated that they will discuss possible basal setting changes with the customer¿s healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) levels were elevated in the 270-290 range. Customer¿s contact indicated that they would administer another bolus and see if bg levels go down. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that contact/customer discuss elevated bgs with their healthcare provider.